Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left anterior tibial artery the balloon leaked. No anomalies were noted during product inspection. The product was prepped and used according to the instructions for use (IFU). The vessel had severe calcification, mild tortuosity with 90% stenosis present. A contralateral approach to the lesion was made from the right femoral artery. The balloon catheter was advanced towards the lesion without difficulties. The balloon was inflated using an indeflator, however the balloon leaked and subsequently removed. Another balloon catheter was used to end procedure successfully. There was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.